Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the left display screen on the dual display central nurse's station (cns) was black. The display would power on, flicker for 10 seconds, and then it would go black. Technical support (ts) recommended some troubleshooting steps to perform to see if the issue was with the display or the video port. The customer called back and stated that the display failed. No patient harm was reported. Investigation summary: the troubleshooting performed with the customer isolated the failure to the display. The cns main unit, the cable, connector, and power supply were not impacted. The cause of display failure is unknown. The display failure is immediately detectable and does not impact audible alarms. This cns was installed on (B)(6) 2013. There was no history of display failure for this device. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the left display screen on the dual display central nurse's station (cns) was black. The display would appear to power on, then flicker for 10 seconds, and then it would go black. Technical support (ts) recommended some troubleshooting steps to perform to see if the issue was with the display or the video port. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the left display is black on the dual display central nurse's station (cns). The display appears to power on and then flickers for 10 seconds and then goes black. Nihon kohden technical support (tech support) recommended that they try a spare monitor and see if it comes up. If they do not have a nihon kohden display, tech support told them they can try a third party monitor that supports 1920 x 1200 resolution for troubleshooting purposes and see if it turns on. If it does, then the display is defective, and they will have to order a new nk display. If it does not work, this suggests that the cns has a defective video port and would recommend bringing in the unit for repair. The customer called back and stated that the display failed. No patient harm was reported nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitters (multiple): model: zm-521pa. Sns: ni.

Event description:
The biomedical engineer (bme) reported that the left display is black on the dual display central nurse's station (cns). The display appears to power on and then flickers for 10 seconds and then goes black. Nihon kohden technical support (tech support) recommended that they try a spare monitor and see if it comes up. If they do not have a nihon kohden display, tech support told them they can try a third party monitor that supports 1920 x 1200 resolution for troubleshooting purposes and see if it turns on. If it does, then the display is defective, and they will have to order a new nk display. If it does not work, this suggests that the cns has a defective video port and would recommend bringing in the unit for repair. The customer called back and stated that the display failed. No patient harm was reported.